Event description:
Related manufacturer reference number: 2017865-2025-12410. It was reported that the patient's right atrial (ra) lead exhibited over-sensed noise, and the left ventricular (lv) lead exhibited high capture threshold. The physician elected to explant and replaced both leads. The patient condition was stable.